Manufacturer narrative:
(B)(4). As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this right ventricular lead exhibited a large increase in pace impedance measurements from 400 to 1200 ohms. This lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.